Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use distal cover broke off. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
Correction to h6 component code (cap to tip) and medical device problem code (break to detachment of device or device component).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the subject device was not returned. It was likely used without being properly attached and dropped off due to the load during the case, therefore, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.